Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a second syncopal episode. Review of the device data did not identify any stored events corresponding with the time of the event. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data did not identify a root cause for the event. No additional adverse patient effects were reported.